Event description:
Type of procedure performed: lobectomy. Hospital: [name]. Surgeon remove the specimen by pulling on the cord loop. But the bag was broken. They replace a new one to complete this surgery. Additional information received via email on 16mar2021 from [name]. It is unknown if the port site was enlarged. The break occurred at the bottom of the bag. After the break, "the specimen stuck on the walls of the thorax." No photos are available. Product available for return. Additional information received via email on 16mar2021 from [name] it is unknown if the port site was enlarged. The break occurred at the bottom of the bag. After the break, "the specimen stuck on the walls of the thorax." No photos are available. Additional information received via email on 14apr2021 from [name] the specimen was not cancerous. Patient status: fine. Type of intervention: they replace a new one to complete this surgery.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed a tear at the distal end of the tissue bag. Stretch marks were observed around the location of the break. Based on the event description and evaluation of the returned unit, it is likely that the bag broke due to stress that was exerted on the bag while the specimen was being removed from the extraction site. It is possible that the port site was not properly sized for the specimen being removed. The instructions for use (IFU) states that "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal."

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: lobectomy. Hospital: [name]. Surgeon remove the specimen by pulling on the cord loop. But the bag was broken. They replace a new one to complete this surgery. Additional information received via email on 16mar2021 from [name], it is unknown if the port site was enlarged. The break occurred at the bottom of the bag. After the break, "the specimen stuck on the walls of the thorax." No photos are available. Product available for return. Patient status: fine. Type of intervention: they replace a new one to complete this surgery.